Event description:
It was reported that during a percutaneous coronary intervention procedure, a stent dislodgement occurred. Vascular access was gained via the right iliac artery. The target lesion was the left iliac artery. During an unspecified time in the procedure an express-b-I ld, pmtd, 7.0x60x75cm stent dislodged from the balloon while inside the patient. The physician was unsuccessful in attempting to snare out the stent. The physician then deployed an unknown manufacturer's self expanding stent to press the dislodged express stent against the artery wall. The procedure was successfully completed by stenting the other iliac. No patient complications were reported and the patient's status is okay. Additional information has been requested and is not available.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).